Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and fecal incontinence. It was stated that the patient reported that therapy malfunctioned during a massage; the system broke and was stimulating in locations not expected. It was noted that the manufacturer was called in to turn the ins off. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) stated the massage hurt and the therapist was massaging over the implant, after that her stimulation was painful near the rectum. She also reported her frequency incontinent and urinary incontinence returned. Apparently, patient stated she will be scheduled for a revision surgery after facilities are able to operate. The cause of the reported issues were reported as unknown. The rep offered yesterday to remotely assist patient in changing a program but she refused. Her implant is currently shut off. For the unknown answers rep was not able to get that information due to the covid crisis the physician has a lot of burden with trying to manage their practice under new conditions as well as owning a surgical center.